Event description:
It was reported 3 piccs were opened from the box and noted to leak. Two piccs were noted prior to insertion into patient. The 3rd PICC was inserted into a patient but noted a small leak in the same spot. There was no adverse event or serious injury. Procedure was completed as planned. This report addresses the second event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.